Event description:
A female pt became claustrophobic, scrambled through the bore of the CT, fell, and fractured her hip. The pt had been waiting for a nerve block procedure in a prone position. The pt said that she yelled for help, but no one came.

Manufacturer narrative:
The CT gantry microphone was tested by the hospital tech. Testing of the microphone indicated it was in working order. The CT gantry microphone was tested by the tech after the incident and found to be in working order. Additionally, the microphone was turned down by the site because they did not want to hear the gantry fans. According to the tech at the hospital, the pt was not strapped onto the table because this was a "nerve block" special procedure. The operation manual supplied with the device provides explicit warnings and cautions for the use of a pt immobilizing device, the necessity of pt observation, and the need for special care of a pt who is nervous. It is considered that the operator failed to follow the instructions in the operation manual, resulting in the incident. Toshiba believes no further action is required regarding this incident.